Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 06-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 1 year 7 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), acne ("acne") and balance disorder ("balance troubles"). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, fatigue, acne and balance disorder outcome was unknown. The reporter provided no causality assessment for acne, balance disorder, fatigue and medical device removal with essure. The reporter commented: no further information is expected. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-dec-2017 for the following meddra preferred term: medical device removal . The analysis in the global safety database revealed 694 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.